Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Due to limited information, a definitive root cause was unable to be determined at this time. However, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 4 months and 15 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient presented with valve calcification. A valve-in-valve tavr procedure is being planned.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. The computed tomography (CT) showed moderate hypoattenuated leaflet thickening (halt) at all three leaflets. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the leaflet thickened/halt that resulted in a valve-in-valve being performed was confirmed per the imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. As reported, "the patient was symptomatic with shortness of breath (sob) and fatigue." Per imagery review, the computed tomography (CT) shows moderate hypoattenuated leaflet thickening (halt) at all three leaflets. In this case, the patient had vast comorbidities (e.g. Breast cancer and renal mass, etc.), which are known factors that may increase the risk of early valve degeneration leading to thickened leaflets. Although a definitive root cause was unable to be determined, the available information suggests that patient factors (pre-existing comorbidities) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information received. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). Additional information was received indicating the patient was symptomatic with shortness of breath (sob) and fatigue. Approximately 6 years, 7 months, and 2 days post transcatheter aortic valve replacement (tavr) procedure with the 23 mm sapien 3 valve, the patient underwent a successful valve-in-valve tavr procedure with a 23 mm sapien 3 ultra resilia valve. Imagery was provided for evaluation. Per imagery review, the computed tomography (CT) shows moderate hypoattenuated leaflet thickening (halt) at all three leaflets. The valve was noted to be in a good position and slightly under-expanded at 21.8 mm at mid valve (0.5 mm added for outer diameter). There was no significant calcium of the leaflets. The investigation is ongoing.